Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was high of 464 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Drive support cap was normal. Customer was treated their high blood glucose with 4.4 units insulin using insulin pump. Insulin pump will be returned for analysis.